Manufacturer narrative:
(B)(4). The customer support engineer (cse) verified the malfunction and replaced the analog interface (ai) printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.

Event description:
A report was received stating a ventilator alarmed while in use on a patient. The patient was reported to be placed on an alternate device without harm. There is no report of death or serious injury associated with this event.